Event description:
The customer reported that the insulin pump alarmed motor error during prime. Troubleshooting was performed and the displacement test failed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of an encoder signal being out of phase. Further testing was not performed due to the motor error alarms.